Manufacturer narrative:
The date of event has been estimated. The date of implant has been estimated. The information received in the complaint was obtained through a proactive literature search. Specific absorb device part and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot and part number were not provided. A conclusive cause for the difficulties listed can not be determined based on the limited information available. The patient effects listed are consistent with the product risk profile and are therefore expected. The UDI number is unknown as the part and lot #s were not provided. The patient deaths referenced are being reported on a separate medwatch report #. Literature: the absorb bioresorbable vascular scaffold in real-world practice: long-term follow-up of the amc single centre real world pci registry. As this is a published article and is attached to the reports, patient information is included.

Event description:
It was reported through a research article identifying the absorb scaffold that may be related to death, thrombus, myocardial infarction and revascularization. Specific patient information is documented as unknown. Details are listed in the attached article, titled, the absorb bioresorbable vascular scaffold in real-world practice: long-term follow-up of the amc single centre real world pci registry.